Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the npb40 display was missing segments on the first digit of the saturation of peripheral oxygen (spo2) reading. The failure happened when the device was not being used on a patient.